Event description:
Additional information was received that the patient's reported apnea is a condition the patient has had for a long time and their following doctor did not believe vns related.

Event description:
It was reported through clinic notes dated (B)(6) 2012 that a vns patient continued to use CPAP for obstructive sleep apnea. The notes however, did not denote the relationship to vns therapy. At the moment, good faith attempts to obtain further information from the treating physician have been unsuccessful to date.